Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the issue was not duplicated. However, since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board was replaced as recurrence preventive measures. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6) hospital. (B)(6).

Event description:
Philips received a complaint from the customer reporting a backup alarm failed message occurred on the v60 ventilator. The device was in clinical use. The device was exchanged with another v60 ventilator. No further medical intervention nor delay in therapy was reported. There was no harm. The investigation is ongoing.